Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. According to the available information this inflatable penile prosthesis was to be implanted but was not due to the pump not pumping/inflating. This was a virgin implant. During the case, a 20cm touch cylinder set was prepped. The pump would not function/pump the way it should prior to explanting the cylinder set with the problem, it was tried with a pump assembly. That did not solve the problem (tw (B)(4), so a new 20cm cylinder set was opened. The information received indicated the device was not pumping/inflating, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not pumping. During device prep, the pump was not inflating. No other adverse patient effects were reported.